Event description:
A 1.70 inr hemochron signature+ / pt system vs. A 2.52 on a second signature+ instrument. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer reported evaluations: performed eqc with acceptable results. Ran side-by-side with another signature plus instrument during bypass procedure with acceptable results. Method, results, conclusions - manufacturer evaluation / investigation pending additional information from consumer.